Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
The customer reported via phone call that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose was 106 mg/dl at the time of incident. The customer stated that the this was the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated that the battery cap was not loose, cracked or damaged. The customer was advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.